Event description:
This x-ray system had issues related to missing images that appeared superimposed on other pt's images. This looked like double exposures. The original showed in export queue as going to picture archiving communications system, pacs, but were not under pt listing on the philips computed radiography, pcr. At least one image on the pacs was under another pt's folder.